Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The local rep was notified by a physician that this pt had been presented back to the electrophysiology (ep) lab for s-ICD system explant due to suspected infection. However, when the electrode was removed, no visible infection was noted in the pocket. The system was explanted without difficulty. No replacement system was implanted at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.